Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The product was not returned for evaluation. Review of the procedural imagery provided by the site revealed the bottom center marker position at the base of the cusps aligned with training instructions provided, the valve shifted distally during deployment, the valve fully deployed 40:60 or 50:50. A device history record (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history did not reveal any similar complaints. A review of the complaint history from (B)(6) 2018 to (B)(6) 2019 revealed similar complaints with device returned. No manufacturing non-conformances were identified. The complaint history revealed the occurrence rate did not exceed the monthly control limit for the trend categories expansion issues or malposition. The instructions for use (IFU), device preparation and the training manual were reviewed, and no deficiencies were identified. During the manufacturing process, the valve was visually inspected and tested several times. During final inspection, the valve frame components underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. While the complaint for valve deployment difficulty was not confirmed, the complaint for valve placement too ventricular was confirmed based on the provided imagery. However, no manufacturing non-conformances were able to be identified. A review of the DHR, lot history, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, the valve was implanted too low (too ventricular). Imagery provided by the complaint site showed that the valve was correctly aligned within the annulus; however, during valve deployment, the valve can be seen moving distally. Per the training material, delivery system tension should be released prior to deployment, as this may impact the final position of the valve. If the tension was not released prior to valve deployment, the sudden release of stored tension during deployment could force the delivery system and valve to move distally. As such, available information suggests that procedural factors (not release of stored tension prior to valve deployment) may have contributed to the complaint events. However, there is not enough information to determine a definitive root cause at this time. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported event. Available information supports that the event was likely related to procedural factors. No labeling/IFU/training inadequacies have been identified and review of the complaint history for this monthly review revealed the occurrence rate did not exceed the control limits for the applicable trend categories. As such, neither a product risk assessment escalation, nor corrective or preventative action is required.

Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported by a field clinical specialist, during deployment of a 20 mm sapien 3 valve in the aortic position via transfemoral approach the valve was implanted too low (too ventricular). In the physician¿s opinion  the valve did not appear to foreshorten resulting in the too ventricular position. Post deployment, there was no central leak or paravalvular leak. A second 20 mm sapien 3 valve was implanted valve in valve (viv) to secure the first one in place. The patient is doing well post procedure.